Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutting down. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.